Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported the laser stopped during treatment due to high secondary energy. The laser was rebooted and the lasik procedure was completed with no harm to the patient.